Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and device information.

Event description:
It was reported that the patient received the eri message for their ipg. As a result, the ipg was explanted and replaced. Surgical intervention resolved the issue.

Event description:
(B)(6) 2021: based on parameters obtained for model 6662, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
(B)(6) 2021: based on parameters obtained for model 6662, the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer reportable.